Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. The cause of the peritonitis was due to touch contamination. The patient was not hospitalized for the event. Starting on the same day as onset, the patient was treated for the peritonitis with cefepime (1 gm, intraperitoneal (ip)) and cefazolin (1 gm, ip) for two days. Two days after onset, the patient began treatment for the peritonitis with vancomycin (2 gm, ip) then again four days later, then again five days later, and again three days later. At the time of this report, the patient had completed antibiotic therapy. At the time of this report, the peritonitis was resolved and the patient was recovered from the event. On an unreported date, the patient was retrained in proper aseptic procedures for pd therapy. It was reported that the patient uses automated peritoneal dialysis (apd) at night and continuous ambulatory peritoneal dialysis (capd) during the day. No additional information is available at this time.